Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured after ten days of replacement. The procedure was repeated with another device from an unknown manufacturer. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed a burst balloon. The root cause was not able to be determined. The active length was measured and found to be within specification limits. The balloon was inspected microscopically, and there was no anomalies noted that would contribute to a burst.